Event description:
The user reported that the cuff of the device has areas where the fibers are missing and was pulled out of the insertion site. The catheter was replaced. The user did not provide a lot number and no further information was given. No harm or injury was reported.

Manufacturer narrative:
Device evaluation - the evaluation has not been completed. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.